Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The pump was received with the flashing medtronic logo during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the flashing medtronic logo. Unable to download history files or traces due to the flashing medtronic logo. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay cosmetic damage to the battery compartment was confirmed during analysis with cracked battery tube threads and cracked case-corner of belt clip rails. The flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly, motor and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump chipped on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Crack on the pump. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1880 was returned for analysis.